Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and electric shocks due to supraventricular tachycardia. Technical services (ts) indicated that the device was appropriately withholding therapy until the sustained rate duration (srd) timed out, and therapy was delivered. Therapy was exhausted in the event. Reprogramming options were discussed by ts, which included increasing the srd or turning it off completely. The device remains in service. No additional adverse patient effects were reported.